Manufacturer narrative:
Res#: 86872, z-0860-2021. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Correction to fdc/annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator serial number (B)(6) found that there was a software or firmware anomaly with an unknown cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that a manufacturer representative met with a patient at the physician¿s office and interrogated the patient¿s implantable neurostimulator at 1.3 volts. There was no issue before interrogating the patient¿s implantable neurostimulator, and the patient was receiving therapy when she met the manufacturer representative at the physician¿s office. The following message displayed on the clinician programmer tablet: validation error - system detected invalid data - therapy data may be cleared 010085 040201 030200 080800 0a0200. The therapy turned off when the manufacturer representative got the error. The manufacturer representative hit the reset button and it closed the application. The manufacturer representative got error message 0x530bfa59 one time when she hit reset, but it still did not work. The manufacturer representative tried multiple times but got the same message. The manufacturer representative tried to use the patient controller and got screen 82 device not ready. The manufacturer representative tried two different tablets and two different patient controllers with the same issue. The manufacturer representative disabled/reenabled the implantable neurostimulator twice and the same issue occurred both times. The device was noted to be defective. At the time of the initial report, the implantable neurostimulator was 70% full and the manufacturer representative was able to charge the implantable neurostimulator. The manufacturer representative checked the system error log and saw the following information: 4- 01.08/0201 5- 01.00/0201 6 (B)(6) 2020 last error 8-(B)(6) 2020 11 23 9 - 64 10-f203 12 - 0001/03.00 13 - 0001/01.01 the implantable neurostimulator was replaced on (B)(6) 2020 and the leads were left implanted. There were no further complications reported or anticipated.